Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting/micro clots/fibrin clots .this event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that on (B)(6) rn drew sample for a cbc from a uac and sent it to the lab in a lavender microtainer and it ended up clotting. She drew a second from the uac and it also clotted. Then, she drew a third sample from the uac and it clotted as well. Lfom medic drew a fourth sample from the uac and used a microtainer from a different lot number and it did not clot.

Event description:
It was reported when using the bd microtainer® map microtube for automated process k2 edta 1.0 mg, the device experienced clotting/micro clots/fibrin clots .this event occurred three times. The following information was provided by the initial reporter. The customer stated: it was reported that on 9/16 rn drew sample for a cbc from a uac and sent it to the lab in a lavender microtainer and it ended up clotting. She drew a second from the uac and it also clotted. Then, she drew a third sample from the uac and it clotted as well. Lfom medic drew a fourth sample from the uac and used a microtainer from a different lot number and it did not clot.

Manufacturer narrative:
H6: investigation summary: bd received 25 samples for investigation. The customer samples were tested and no issues relating to clotting were observed. Bd was unable to duplicate or confirm the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. All samples (customer and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. The 50 retentions were inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is not confirmed with respect to clotting. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.